Event description:
It was reported that patient experienced insulin gauge did not appear to show full amount of insulin in cartridge, only displaying 140 units with unknown remaining capacity. There was no reported impact to the customer¿s blood glucose level. Patient declined follow-up from technical support, no troubleshooting was performed, and no additional information was obtained regarding outcome of event.